Event description:
The manufacturer received information alleging the device failed a test step during testing. There was no harm or injury reported. The device's three-way solenoid valve and proportional valve were replaced to address the issue.